Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted. (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the intraocular lens remains implanted. The customer's reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in the complaint system revealed that no similar complaints were received for this production order number. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported of surprise visual & unexpected refractive outcome at 1-day postoperative examination on (B)(6) 2019. The location of toric intraocular lens (iol), model zct600 22.5 diopter was within 3 degrees of target axis. 1-day postoperative measurements: 6/24 ph 6/9 lens sitting 100 (aimed 97) / surgeon put the 600 in. The surgeon decided to wait further postop, expecting vision to settle and on (B)(6) 2019, it was reported that the refractive outcome is unexpected and the lens had rotated about 30 degrees off axis (from 100 to about 130). It was noted that the patient was not happy about the outcome. 1-week postoperative measurements: 6/48 ph 6/15 +2.00/-400 x 160. It was indicated that the surgeon is assessing the options and considering consulting with a colleague. No further information was provided.

Manufacturer narrative:
Additional information: additional information received indicated that the patient was seen at bulimba for her pre-op and her visual acuity (va) on her referral dated (B)(6) 2019 was r 6/60 (corrected to 6/24 with pinhole) and l 6/7.5 on (B)(6) 2019 the right cataract extraction and insertion of iol was performed. On (B)(6) 2019 the patient's visual result day one (1) post-op was: r 6/24 (pinhole 6/9.6) ¿ refraction was +2.50/-6.00; lens was sitting at 100; swelling on front of the eye accounted for day one (1) results ¿ asked to be seen in one (1) week. On (B)(6) 2019, ten (10) days post-op , visual acuity (va): 6/48 (pinhole (B)(6)); refraction +2.00/-4.50 x 160. The patient admitted to being on the flying fox in between the (B)(6) 2019 and (B)(6) 2019 (the exact date unknown). On (B)(6) 2019, the lens rotation of the right eye (od) was performed. The patient''s visual acuity following this procedure, returned to (B)(6) (pinhole 6/9) . The patient went to her optometrist to update her glasses and was happy with the result. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information was received. The doctor reported that his patient confessed that at about 2 or 3 days post operation, she had gone bungee jumping. The doctor considered this consistent with and causative of the toric lens rotation of about 27 degree since the 1-day postop examination. The patient returned to surgery where lens was rotated and re-positioned. Patient post reposition is reportedly stable with good vision. The following field was updated accordingly. Patient code: 3191 - lens rotation in secondary procedure. All pertinent information available to johnson and johnson surgical vision has been submitted.